Manufacturer narrative:
Device is used for treatment, not diagnosis. Lot number obtained from device received. Device manufacture date determined from lot number received. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Add'l device info determined from lot number received.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The relevant dimensions cannot be verified due to the damage and breakage of the device. Device fragments were not returned for investigation. The device was received with a broken tip and the remainder of the tip was twisted counter-clockwise. There may have been a mechanical overload from the application of too much torque which may have led to tip breakage. Manufacturing documents showed the correct material was used and the hardness was within specification. Placeholder.

Event description:
Patient was implanted for vertebral compression fractures at levels t8-t9 in (B)(6) 2012. The patient was also implanted with the matrix system at levels t10-pelvis. On (B)(6) 2013, the patient had a posterior lateral fusion revision procedure extension above the fracture at levels t4-t10 to stabilize the construct further up. The surgeon tightened the construct at levels t4-t9 to make room for connectors. At level t10 the surgeon loosened up 4 caps to make it easier to take out the screws. The surgeon was having difficulty removing one cap. Two screwdrivers and broke both screwdrivers while removing the one cap because of the amount of force required. None of the caps or screws was broken, all parts were intact. The surgeon replaced two caps and two screws. There were no broken fragments left in the patient from either screwdriver.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly, there was no delay in the procedure. Device was swapped out and the procedure was completed. This is report 2 of 6 for complaint (B)(4). Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The chu engineer reviewed the relevant drawings. These drawings call out the appropriate dimensions, materials, and finishing process for a robust driver to tighten locking caps and unassembled pedicle screws. The fractured tip was not returned. The twisting at the tip is indicative that the driver failed while it was turning counterclockwise. There is no mention of the torque-limiting handle being used. If the torque-limiting handle was not used, there is no way of determining what torque was applied. The appearance of the fractured tip on the returned item matches the appearance of drivers that were tested in a laboratory setting at synthes. In the laboratory test, yielding occurred at approximately 15nm, and shearing occurred at greater than or equal to 20nm. This suggests that the returned part was subjected to torque as high as 20nm. As the complained device is not found in any product literature, this complaint is deemed valid from a design perspective.

Event description:
This is report 2 of 6 for complaint (B)(4).